Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised (B)(6), 2011 due to alleged pain, anemia, allergic reaction and improper placement.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event.the cup shell removed during this revision procedure was made by biomet orthopedics, and reported under medwatch 1825034-2012-01208.